Event description:
Boston scientific received information that the patient implanted with this pacemaker was in a recovery room pacing at the maximum sensor rate, 120 paces per minute, because of the respiratory monitoring equipment. This issue was resolved by removing the patches for the respiratory monitor. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.